Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1712k. Customer reported a vibrate anomaly. Troubleshooting was performed. Customer ran self test and pump did not vibrate during test. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump did not pass the self-test due to vibrate anomaly. Received pump with audio and vibrate turned off in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit was successfully downloaded using thus and carelink. No alert/alarms noted during testing. Pump error 63 (variable 3) was found in the history files on (B)(6) 2024 21:23:34.000 due to a hardware error. Pump was cut open to perform visual inspection and found moisture damage on the vibration harness assembly, pcba 1, pcba 2, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage and label damage (serial number label fading and stained). Audio/vibrate anomaly/absence of alarm was confirmed due to vibrate anomaly and moisture damage to the vibration harness assembly. Pump error 63 was confirmed due to a hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.